Event description:
On 11/08/2022 hcp reported patient had molded pdo thread implanted on (B)(6)2022 and a thread was poking under the skin at the endpoint. A portion of the thread was removed with needle nose tweezers. According to hcp, the thread had irregularity at 5.5cm. On 11/10/2022, our company representative informed hcp confirmed the patient was doing fine.